Event description:
It was reported that a malfunction alarm, identified as malf 9, occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned, which the customer acknowledged.